Event description:
The event occurred on an unspecified date and involved a 4-way high flow stopcock w/rotating luer where it was reported a patient's artline map slowly dropped from 80's to 70's to 60's, norepinephrine infusion increased from 0.22mcg/kg/min to 0.3 with no effect in blood pressure. Infusion increased to 0.5 and map dropped to 40's, pt had a pulse, push line rated increased to 50ml/hr, art line zeroed and leveled, stop cock connections checked and noted to find the bedsheet wet. On close inspection the stopcock found to be leaking over the pillow and bed, immediately called crn for assistance and stopcock changed and norepinephrine increased to 1mcg/kg/min briefly and noted improvement in bp and map's. There was patient involvement.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Manufacturer narrative:
The complaint on the b4018 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history 13781156 was reviewed and no non conformities were found that would have led to the reported complaint.